Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2025-16067- device 1 of 2. E1:patient city: (B)(4). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2438623. The batch 6001313, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6001313". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6001313 was manufactured according to the work instruction (wi) version 75 and manufactured in the machine 12 on 15-may-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance nc was opened during the sterigenics process and further product disposition were required test results: in order to test the product, the returned sample from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, one complaint trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient that the box of infusion set misshaped and packaging of the infusion set was not sealed properly or not intact properly (B)(6) 2025. No further information available.